Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical was able to confirmed and duplicated the reported issue. Found uut (unit under test) calibration needle valves at solenoid valve number 1 and solenoid valve number 2 were out of specification causing fio2 (fraction of inspired oxygen) inaccuracy. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that the lap top ventilator 1200 was set at 100% o2 (oxygen) but it would not get beyond 89%. As of this time, there is no information about patient involvement associated with this reported event.